Manufacturer narrative:
H.10: the device was sent to the manufacturer site for investigation. It was found that a pump motor in the patient tank was working intermittently. The most likely root cause of the reported event is a defective motor of the patient pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the patient bridge where the patient pumps are located has been replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device will be returned to the manufacturer site for investigation. Additional information will be provided in the follow up report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling properly on the patient side during bypass. Reportedly, it takes too much time to reach the set temperature. There was no report of patient injury.